Event description:
The event is reported as: customer reported that product kinked and occluded while in use. The pt was intubated while in the emergency room and the product failed after 20 mins of use. It occluded at the pilot hole secondary to the et tube. The tube was removed and another was used without any further problems. No pt injury reported. Pt current condition is fine.

Manufacturer narrative:
No sample is available for the manufacturer to evaluate. A device history record (DHR) review could not be conducted since the lot number was not provided. Assessment was conducted and no changes required. Complaint cannot be confirmed since the sample was not available for investigation, therefore, it is not possible to determine the root cause for the defect reported and a corrective action for it. Manufacturer will continue to monitor and trend relating complaints.